Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported symptom which was determined to be a system error 603, which was not reproduced. System error 603 alarms were verified through a review of the event history log. The device passed all functional testing and was found to operate as designed. No correction was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump ¿was running propofol and then switched to epinephrine pump malfunctioned 2 times" during therapy in the 2b medical intensive care unit (programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury associated with this event. The biomedical technician tested the unit which functioned as expected. The technician reported that the "only error present in the history log within the time-frame of the infusion was se 603". No additional information is available.